Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the (B)(6), two were implanted in the rca and one was implanted in the ac marginal. One device was introduced into the guide catheter. 2 weeks post index procedure during a staged procedure, myocardial infarction post failed pci/ rotablation was reported. Only cag was performed; no balloon, stent or rotablator could pass through the lesion. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
The patient was treated with medication. Three stents were implanted into the rca during the index procedure. It was reported that the target vessel, the rca was involved with the mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure only two stents were implanted in the rca, two were implanted in the cx and one was implanted in the ac marginal. The device previously reported as introduced into the guide catheter was implanted in the ac marg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the mi as q-wave mi (target vessel) -rca and commented rca occlusion post attempted pci, distal to original stents. No stent thrombosis. If information is provided in the future, a supplemental report will be issued.